Manufacturer narrative:
Analysis & conclusions: mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer stated positive accula, negative another assay. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.